Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device was explanted to upgrade to a cardiac resynchronization therapy pacemaker (crt-p) as the patient had complete heart block and their right atrial (ra) lead was capped and replaced due to high thresholds. A patient advocate had also called in a few days earlier and reported that the patient's lead had become disconnected and that it was fractured. They also mentioned the patient was not feeling well and experiencing shortness of breath and what sounded like pacemaker syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the electrophysiology (ep) physician had elected to replace the right atrial (ra) lead at the time of the device upgrade procedure due to it exhibiting high threshold measurements. There was no evidence of a lead dislodgment or fracture. The patient had experienced pacemaker mediated tachycardia (pmt) and was symptomatic. The ep was not aware of any pacemaker syndrome events. No adverse patient effects were reported.